Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge to address the occlusion alarm and successfully resume insulin delivery. Customer reported blood glucose level was 280 mg/dl.